Event description:
The product was put up on the sterile field and plugged into the machine. The surgical assistant then started to do the endoscopic vein harvesting with the vasoview hemopro. As she was taking the vein she noticed that the vasoview was cauterizing the branches. The device was removed from the field. A new product was open and case was completed. There was no harm to the patient.